Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was suspected for possible insulation issue. The physician wasn't sure so the physician placed a lead repair kit just in case. All numbers are in range during device change out. The lead remains in service. No additional adverse patient effects were reported.